Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitants products: carto 3 (model#m-4800-01, serial# (B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/19/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent a right sided atrial tachycardia procedure with an ez steer navigational catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, a deflection test was performed and the catheter passed. The catheter was also evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a female patient underwent a right sided atrial tachycardia procedure with an ez steer navigational catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that during a right-sided atrial tachycardia, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by surface echocardiogram. A pericardiocentesis was performed an unknown volume of fluid was removed. Additional information was received on the event. There was no transseptal puncture done. The overall time for ablation at the site of injury was one minute at most. Ablation was done, and then tachycardia changed so they remapped and then observed the event. The physician drained fluid and monitored the patient. The patient was monitored for the day. Patient was reported to be stable and checked out of the hospital at the time the complaint was reported. The physician¿s opinion on the cause of this adverse event is the patient¿s condition; the physician did not blame it on the product or company. There was no product problem. Settings during the event were default settings for a 4 mm catheter. No error messages observed on biosense webster equipment during the procedure.